Event description:
Customer contacted beckman coulter inc. (Bci) regarding an error that occurred on the access 2 immunoassay system. Customer noted that while loading a vitamin b12 reagent (vit b12) pack, it was scanned as (B)(6) virus core total antibody kit (hbcab) with a different part number. It was determined that these two different reagents were labeled with the same lot number produced at two different manufacturing sites. No patients' samples were tested on wrong reagent pack. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 23.8 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis (source: fungal sepsis from enterocutaneous fistula) and regurgitation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.